Event description:
It was reported the patient was experiencing a failure of wound healing at the battery site. Intervention took place where the physician prescribed medication and dressing change. As a result, the wound has healed.

Manufacturer narrative:
Date of event estimated.

Event description:
Additional information was received stating that the incision site became infected again. As a result, surgical intervention took place where the system was explanted to address the issue. The patient is being treated with antibiotics.

Manufacturer narrative:
Date of event estimated. An event of infection was reported to abbott. It was conveyed that the infection originates at the ipg site. The entire system was explanted; however, no explanted products were returned for analysis. Antibiotics were administered to the patient to address the issue. As a result, a device history record was performed to review and confirm the sterility of the ipg. Based on the documents reviewed, the source of the infection remains unknown.